Event description:
Clinical adverse event received for right hip pain. Device related: possibly. Procedure related: definitely not. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).